Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and the cause is not known. Griessenauer, c. J. Et. Al. (2016). Pipeline embolization device for small intracranial aneurysms. Neurosurgery, 1-9. Doi:10.1227/ne u.0000000000001377 mdrs related to this article: 2029214-2016-00775, 2029214-2016-00776, 2029214-2016-00777, 2029214-2016-00778.

Event description:
Medtronic received information from literature review of a patient death after pipeline embolization device implantation. The objective of the article was to evaluate the safety and efficacy of the pipeline embolization device in the treatment of small (=7mm) aneurysms. From review of data, 149 aneurysms in 117 patients (median age 54 years, 17 males, 100 females) were identified. Aneurysms were most commonly located in the paraophthalmic internal carotid artery (ica) and were most commonly saccular. The article stated that one patient presented with subarachnoid hemorrhage (sah) and received a pipeline device. Pipeline treatment was not elective. The patient experienced severe vasospasm, delayed cerebral ischemia, and later died. The authors noted that the cause of death was unrelated to the pipeline.